Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a positive antibody screening test of one donor sample with biotestcell pool when tested on tango optimo. The donor sample that had caused the false positive test result was sent to us for investigational testing but none of the supposedly defective product was returned. Our quality control laboratory tested the donor sample with our retained sample of the supposedly defective product and yielded a strong positive reaction. The donor sample was tested in different methods in tube and gel and always yielded a strong positive reaction with the pooled screening cell, except in the enzyme technique. In this method the donor sample reacted negatively. Our testing strongly suggests the presence of a rare antibody. Because the donor material was exhausted after our testing, further testing in an external laboratory to find the specificity of the presumely present antibody is not possible. Furthermore the retained sample of biotestcell pool was tested with different samples and controls. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell pool functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.